Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor therapy. It was reported that their stimulation was on the lowest setting, but it still felt too high. Patient said that recently they had been feeling the stimulation more, especially when they were walking around, sitting down, or sleeping, and it seemed to be quite strong. Agent reviewed positional changes and their effects on stimulation with patient. Patient asked if there was any chance that they could be hooked up with the wrong lead or something like that. The patient stated that they are blind, and that they would like to turn off their stimulation but they need to wait for their daughter to come tomorrow. Patient's daughter will call back. The patient was redirected to their healthcare provider to further address the issue. On 2024-jul-17 the patient representative called back with the patient. The caller stated that the patient was still feeling stimulation as previously noted. The agent walked caller through connecting to ins. They were able to connect to ins and see settings. They stated that the stimulation was at 0.0 and agent reviewed how to confirm if the ins was on or off, caller confirmed ins was off per programmer. It was reviewed that if the patient continues to feel uncomfortable stimulation with the ins off, they should follow up with their health care provider.

Manufacturer narrative:
Date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.